Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, printout does not match refill report and meds are not accurate. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter phone, initial reporter e-mail, initial reporter facility name, initial reporter occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printout did not match the refill report, and the medications were not accurate. A technical support specialist (tss) performed a device resynchronization but received no further response from the customer. The tss subsequently closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printout does not match refill report and meds are not accurate. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.